Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked bottom case. Event log history was performed and showed that there was a check clutch/ plunger lever error in history. During analysis, customer stated problem could not be verified after multiple flow and occlusion tests. Service replaced clutch half's left and right, also leadscrew and spring as a preventative measure, parts over 3 years old, updated the motor mount, worm coupling and gear, replaced cracked right plunger case. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medfusion® 3500 syringe pump displayed a clutch malfunction. There was no reported injury to the patient.